Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-05463. On 06/03/2014, the pt underwent surgical intervention related to MFR report: 1627487-2014-23319. An additional lead was implanted along with two anchors (from the same lot). During the procedure, the lead had slipped through one of the anchors. In turn, the lead was re-secured. Also, the doctor had trouble repositioning the pt's lead that was implanted initially. Adequate coverage/stimulation was received post-op. Overall, the procedure was extended by two hours.